Manufacturer narrative:
This lead was kept by the hospital. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this left ventricular (lv) lead was dislodged. It was observed during post-operative check that this lead has no capture. This lead was explanted. No additional adverse patient effects were reported.